Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient with multiple sclerosis came in for refill on (B)(6) 2025, then had magnetic resonance imaging (MRI) on (B)(6) 2025, there was a motor stall 456 hours and 56 minutes. The healthcare provider (hcp) stated that the patient had signs of increase spasms about a week ago. The hcp reprogramed the pump and updated it. The tech services assured the hcp that the therapy was not interrupted during telemetry, and they should see the recovery in the logs soon. No further issues reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider reporting that the cause of the patient's spasms was a device issue as the magnetic resonance imaging (MRI) motor stall had not recovered. The pump was interrogated and the alarms were checked, which resolved the issues.